Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt uncomfortable and was seen for a device check. The device had reached elective replacement indicator due to possible premature battery depletion. The status of the device is unknown. No patient complications have been reported as a result of this event.